Event description:
It was reported to philips that the system was not switching on. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) communicated with the customer and confirmed that the machine was not switching on. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse opened the host pc to check all connections. To resolve the reported issue the fse refitted the connections. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.